Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and broke her proximal medical tibia causing tibia to subside. Tibia and insert was removed and revision tibia was placed. It was also reported that there was loosening at the tibial component at bone to cement interface. Cement manufacturer is unknown. Doi: (B)(6) 2008. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.